Manufacturer narrative:
Sample was returned for evaluation. Visual examination identified no discolored fluid, oily substance or contaminate. A functional simulated use test was performed which did not identify any contaminate. Device components were visually inspected and found to be in place with no damage/material deformation found and no contaminates. The probe tip supplied with the device was not returned and a complete evaluation could not be performed. A root cause or probable root cause of the reported event could not be determined. It is possible the reported substance came from some other source, as they would spike an IV bag to send fluid through the system and fluid was placed into a basin that may have had material within. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first reported complaint for the subject lot of 1440 units manufactured in july of 2019.

Event description:
It was reported per the user facility that during the procedure, an or tech was teaching another or tech how to assemble and prepare the hydro-surg device. During the priming of the device, it was noted that a "discolored, oily substance" came out onto the sterile filed inside a basin. The device was removed from the sterile field and the sterile field was set up again. Another hydrosurg device was used to complete the case without issue. The substance did not come in contact with the users and was prior to use on a patient.